Event description:
After a thrombectomy procedure in a leg graft, the amplatz thrombectomy device (atd) was withdrawn and it was noted that the catheter had become separated from the distal impeller housing.